Event description:
It was reported that during a sleeve operation, during the first firing, the jaw didn't open properly. The jaws did open after a few times. The surgeon thought it was related to the thickness of the tissue and the blue reload. To finish the procedure, he used a straight echelon. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The facility representative reported a infusor pump with a condition of "will not pump". It is unknown when this condition occurred. The area where this event occurred is surgery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.